Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive act button due to corroded keypad traces. Device received with cracked case at display window corners and reservoir tube, broken battery tube threads, minor scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracks near the battery compartment. Nothing further reported.